Event description:
Product analysis was completed on the generator. The data was downloaded from the generator which showed the last measured voltage was 2.627 volts which flagged the ifi indicator. The percentage of voltage consumed at that time was at 42.502% . The difference in voltage remaining and percentage of battery consumed can be attributed to contaminants on the edge of the printed circuit board assembly.

Event description:
It was reported that the patient¿s device was replaced due to battery depletion. The patient's generator was found to be at 11-15%, but was thought to be at 75% during a visit the previous month. The explanted generator was returned to the manufacturer for analysis however analysis has not been completed to date. A DHR review was performed which showed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.